Event description:
We have used this brand of disposable laryngoscope blades (various sizes and blade types) for two years. Recently the #3 macintosh (curved blade) has had two failures while being used to intubate patients. Blade has cracked near the connection to the laryngoscope handle. Same blade, same lot number checked outside patient areas and same failure occurred. Other lot number blades checked and no failure found.